Event description:
It was reported that high voltage lead impedance was observed out of range high on svc vectors. Noise was observed when custom intercardiacs were used on previous in clinic visit. Lead remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.